Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture. A stryker stem, head and liner were revised to a competitor stem and head and another stryker liner. There are no allegations against the revised head or liner. Rep provided the revision usage sheet and can provide the primary operative report, but otherwise confirmed that no further information will be available.